Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 430 mg/dl and 134 mg/dl. No adverse event reported. Customer declined request to return product for product evaluation.